Manufacturer narrative:
The customer stated that the questionable result came from a patient sample tube that was delivered to the advia centaur xp via streamlab. Shortly after the streamlab went down. There have not been any other questionable results. A siemens field service engineer (fse) was sent to the customer site for advia centaur xp system inspection. The fse performed a total service call and did not identify any issues. The system was checked and alignment is good but could not be tested through the automation system. Follow up with the customer stated: verified all system checks were performed and system is operating as expected. No further occurrences noted of discordant results. The cause for the discordant advia centaur xp tni-ultra results is unknown. The instrument is performing within specifications. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
High advia centaur xp troponin ultra (tni-ultra) results were obtained on samples from two patients. The samples were placed in streamlab and went to the instrument. The customer went to the result details and found the system scanned times were identical. The customer noted that the scanned time does not go to the second patient sample and could have had the same hour/minute time scanned. It is unknown if the first patient sample was repeated. The sample for the second patient was repeated and the result was negative. A subsequent sample was tested four hours later for the second patient and the result was negative. The initial sample for the second patient was tested on another advia centaur xp and the result was negative. The subsequent sample was repeated on both advia centaur xp instruments and the results were negative. The second patient was previously admitted to the intensive care unit (ICU). A corrected report was issued after repeat testing. It is unknown if patient treatment was altered or prescribed. There was no report of adverse health consequences due to the discordant tni-ultra result.